Manufacturer narrative:
Additional information, including post primary and pre revision x-rays. Operative notes, patient age and activity level, a detailed patient outcome and the explanted devices has been requested in order to progress with this investigation, however, only a post primary revision x-ray could be provided. Therefore, the root cause of the reported dislocation could not be identified. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has received additional information on 03 dec 2019 that this patient is now deceased. The cause of death is unknown, however, it has been reported that no information has been received to suggest that the cause of death is attributable to the implanted devices. Additional information regarding the cause of death has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin were notified on (B)(6) 2018 of a patient who required the revision of a trinity liner and head after approximately 4 months due to dislocation. Corin has received additional information on (B)(6) 2019 that this patient is deceased. The cause of death is currently unknown, however, it has been reported that there is no information to suggest that the cause of death is attributed to the implanted devices. Please note: this patient also required a hip reduction in march 2018 due to dislocation (this event was reported to FDA on (B)(6) 2018, FDA report ref. 9614209-2018-00033).

Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, a detailed patient outcome and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon the completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the liner and head after approximately 4 months due to dislocation. Please note: this patient also required a hip reduction in (B)(6) due to dislocation (this event was reported to FDA on 18 apr 2018, FDA report ref. 9614209-2018-00033).

Manufacturer narrative:
Per -1282 final report additional information, including post primary and pre revision x-rays. Operative notes, patient age and activity level, a detailed patient outcome and the explanted devices has been requested in order to progress with this investigation, however, only a post primary revision x-ray could be provided. Therefore, the root cause of the reported dislocation could not be identified. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has received additional information on 03 dec 2019 that this patient is now deceased. It was reported that the patient had died from a pulmonary embolism and was not attributable to the implanted devices. Based on the above, the investigation was very limited due to the amount of available information and thus corin has been unable to identify the root cause of the dislocation. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin were notified on (B)(6) 2018 of a patient who required the revision of a trinity ecima liner and modular head after approximately 4 months due to dislocation. Corin has received additional information on (B)(6) 2019 that this patient is deceased. The cause of death was reported to be a pulmonary embolism and is not thought to be attributed to the implanted devices. Please note: this patient also required a hip reduction in (B)(6) 2018 due to dislocation this event was reported to FDA on (B)(6) 2018; FDA report ref. 9614209-2018-00033.